Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports screen dysfunction. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 03apr2019, date rec¿d by MFR : 02apr2019. The philips field service engineer (fse) confirmed failed touchscreen and failed machine and proximal pressure sensor. The fse replaced the touchscreen and the gas delivery system to resolve these issues. The unit passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.